Manufacturer narrative:
Complained product will not be not available.

Event description:
Bottom oscillating disk (fell off) came out of the toothbrush head in mouth - oral-b [device breakage]. Case narrative: a parent via phone stated that the bottom oscillating disk fell off/came out of the oral-b toothbrush head refill in their son's mouth. No injury was reported.